Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was an attempted implant. Attempts to insert existing electrode were unsuccessful, due to electrode not being able to be inserted all the way and providing high out of range impedances. Several troubleshooting steps were taken, but the electrode could not be fully inserted to the device. A different s-ICD device was implanted successfully, using the same electrode that was previously implanted. All measurements were within normal range. The attempted s=ICD device will be returned for product analysis. Besides prolonged surgery, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted>